Event description:
The following information was received from (B)(4) and is a spontaneous report from (B)(6) of peritonitis in a patient coincident with dianeal pd-2 ultrabag and extraneal viaflex therapy for peritoneal dialysis. On an unreported date, the subject experienced peritonitis. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.